Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for this system due to a ventricular tachycardia (vt) episode. Data review identified one event of vt and two events of non-sustained vt (nsvt) all recorded on the same day, lasting twenty seconds. Stored electrograms (egm) showed atrial and rv noise with intermittent oversensing, predominantly on the rv egm. The patient's intrinsic rhythm was present. Lead measurements were satisfactory and in range. The information was documented and the system remains in service. No adverse patient effects were reported.